Manufacturer narrative:
The product was returned. Per the returns plan in oracle unit was returned on 5/29/2014 and evaluation showed frame bent at left rear wheel. MDR is being submitted as a result of a retrospective complaint review.

Event description:
Provider reports left side brakes will not brake.